Event description:
Renal procedure-percutaneous angioplasty performed. Upon removal of the catheter, the balloon & tip sheared off. Pt underwent right common femoral thrombectomy with removal of foreign body & intraoperative arteriogram. Pt is stable & has been discharged.